Event description:
During incoming inspection the device would not power up in dc mode and when device powered up in ac mode "pacer fault 116" error message was displayed. There was no patient involvement in the reported malfunction.